Manufacturer narrative:
The technician found the bushings were worn down preventing the brake pedal from holding. The technician replaced bushings to repair the bed.

Event description:
Info received indicates the brakes are not holding.